Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 495mg/dl and insulin was damaged as insulin pump was dropped. Customer stated that reservoir was chipped and did not lock in place securely. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Unit was received with missing retainer. Unable to perform displacement test due to missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly. Unit was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, missing serial number label, peeling end cap address label, partially broken off reservoir tube lip and cracked reservoir tube lip.